Manufacturer narrative:
Service performed extensive troubleshooting in an attempt to resolve the issue. During that troubleshooting service deemed the filter, water bath (rohs) and degasser with new filter (rohs) were the cause for the qc out of range and false high discrepant co2 results and replaced the parts. The module function was verified with a control run. Trending review did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on all reviewed data, a product deficiency was not identified.

Event description:
The customer observed falsely depressed co2 results for two patients. The following data was provided (patient reference range: 23 - 31 mmol/l): sid (B)(6) initial 7.0 mmol/l, repeat 24 mmol/l. Sid (B)(6) initial 9 mmol/l, repeat 27 mmol/l. Additional patient results received on (B)(6) 2022. Sid (B)(6) initial result 83 mmol/l, repeated on another instrument and the result was 20 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier sid= (B)(6): multiple= sid (B)(6). This issue was previously reported under MDR number 3002809144-2022-00370-00 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.